Event description:
It was reported a fractured instrument was received via the worn instrument return program. There was no patient involvement.

Manufacturer narrative:
(B)(4) multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-01342 and 0001822565-2023-01343. Proposed component code: mechanical (g04) - provisional bottom. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product found it to exhibit signs of repeated use and that it was fractured. Device history record was reviewed and no discrepancies relevant to the reported event were found. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. The previously reported g3 date in 0001822565-2023-01342 was incorrect and should have been may 15, 2023. No update to previously reported investigation results.

Event description:
No further event information available at the time of this report.